Event description:
The customer reported the system failed to allow the generation of fluoroscopic images. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.